Event description:
It was reported that during a da vinci assisted surgical procedure, the permanent cautery hook instrument did not deliver energy, and the tip was bent. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: issue was identified during intraoperative use. No broken cables were noted and no arcing nor thermal damage was present during procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and was found to have a broken conductor wire at the distal end between proximal clevis and yaw pulley. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the broken conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation.